Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a pump alarmed for air in line on two occasions. The first with no air visible. The second time, during the assessment for the air in the line, a separation occurred at the smartsite closest to the drug being administered, there was no patient harm.

Event description:
The customer reported that a pump alarmed for air in line on two occasions while attempting to infuse diprivan at 15ml/hr. The first with no air visible. The second time, during the assessment for the air in the line, a separation occurred at the smartsite closest to the drug being administered, there was no patient harm.